Manufacturer narrative:
The olympus field service engineer confirmed the referenced asset scope, cleaned it again and re-explained the cleaning, disinfection, and sterilization method to the user facility. The asset scope will not be returned to olympus. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed by the user facility that ¿a blood clot was found on the back side of the forceps elevator during bed side cleaning by the nurse after the case¿ (diagnostic endoscopic ultrasonography) using the asset evis lucera ultrasound gastrovideoscope. There was no issue noted during procedure and the intended procedure was completed using the same set of equipment. No death, injury or infection was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined but likely occurred from insufficient reprocessing. Olympus will continue to monitor field performance for this device.